Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 415cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient sustained a fall. Afterwards, she experienced left breast pain and observed a dent on the left breast. Computerized tomography imaging was conducted which indicated a ruptured left breast implant. During a consultation with a medical professional, she was also diagnosed with bilateral, lateral breast implant displacement. As a result, the patient underwent bilateral pocket revisions. The left breast implant was removed and replaced with a 415cc mentor memorygel xtra breast implant, and the right breast implant was removed and re-implanted on (B)(6) 2023. Mentor memorygel xtra breast implants are not intended for reuse/re-implantation, thus the user used the device in error. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-09600 for the contralateral event.